Event description:
It was reported that the patient presented after receiving 10 inappropriate shocks caused by oversensing of noise. The pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. Additional information was received from an attorney alleging the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective" lead. It is further alleged that as a result of the defective lead, the patient subsequently died in 2007.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. It is not known if the device was explanted post-mortem. Our records indicate the patient expired more than one year ago. The cause of death has been requested but has not been received. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.